Event description:
It was reported that customer experienced cgm error with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, completed guided pump reset, and pump did not display cgm error again after reset.